Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that the pt was experiencing adjust belt or check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt/check belt messages) has been confirmed. Upon eval, there was an open pulse wire between the distribution node (dn) and ECG electrode b. The cause of the check belt messages is the open pulse wire. The root cause of the open pulse wire cannot be positively identified but is likely excessive force placed on the cable. In addition the dn to rear te cable, ECG c and d cable and the trunk cable were all pulled from strain relief. The root cause for the pulled cables was unable to be positively identified but is likely excessive force placed on the cables. No adverse event resulted from the damaged cables and wire. The pt received a replacement electrode belt.